Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not observed during evaluation of the device using known good batteries. However, the batteries were determined to be depleted at zoll japan and were scrapped. The customer's report was attributed to premature battery depletion. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.